Event description:
It was reported that the ventilator failed internal leakage, flow transducer and oxygen sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer, internal leakage, flow transducer and oxygen sensor tests during pre-use check (puc). The field service engineer concluded that the breathing control printed circuit board (pcb) was defective and replaced it after which the device passed pre-use check. The replaced control pcb was scrapped. No further issues have been reported. The evaluation of received device logs confirms failed monitor pressure transducer test, expiration valve test and safety valve tests on (B)(6) 2021, the reported date of event. The last successful puc passed 1½ months earlier and ventilation had been started between these times, possibly for simulated use tests. The conclusion is that pre-use-check failed and that the breathing control pcb was replaced which resolved the issue. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).